Event description:
It was reported that the pt is experiencing pain and radiolucent lines around the tibia component.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
This device is used for treatment. A product history search identified one other complaint for this part and lot combination relating to loosening. Surgical notes and x-rays were not provided. An x-ray report dated (B)(6) 2014 indicates that the knee components are in satisfactory position with no evidence of complications. Patient visit notes from (B)(6) 2015 indicate that the patient had been experiencing chronic right knee pain. A bone scan report dated (B)(6) 2015 indicates increased activity around the right knee, but nonspecific findings. Patient visit notes from (B)(6) 2015 indicate that the surgeon is suspicious of lack of ingrowth into the tibial component. While a definitive root cause cannot be determined with the information provided, the clinical outcome is similar to that for a field action taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under z-1266-2015. The device in question was implanted prior to this field action.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Event description:
It has now been reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This report is being amended to reflect changes. Concomitant medical products: item name: all poly patella cemented 35 mm diameter, item number: 42540000035, lot number: 62394484. Item name: articular surface fixed bearing ultracongruent (uc) right 11 mm height, item number: 42522200611, lot number: 62526982. Item name: femur trabecular metal cruciate retaining (cr) standard porous, item number: 42502807002, lot number: 62525345. No devices or photos were received; therefore the condition of the devices is unknown. The device history records for the tibial component were reviewed with no deviations or anomalies identified. This device is used for treatment. The reported components were reviewed for compatibility with no issues noted. Primary operative notes indicate that the patient underwent bilateral tka on (B)(6) 2014 due to degenerative joint disease in both knees. The implants were noted to track nicely, allow full extension and flexion of 120 degrees, and provide stability. The surgeon noted no intraoperative complications during the primary surgery. The revision operative notes indicate that the patient underwent a revision of the tibial component due to mechanical loosening. The notes state that the patellar and femoral components were well fixed, so they were not revised. Root cause unchanged from previous investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, and the reported event was confirmed through review of medical records. Inspection of the returned device identified nicks and gouges on the surface as well as some bone cement remains on the distal side of the device. The return of the device does not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.